Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and the battery depletion was found to be normal.

Event description:
It was reported that the right ventricular lead had varying r wave sensing. The lead remains in use. It was also reported that the device battery voltage was at elective replacement indicator (eri). It was noted that the r waves measured by the device had decreased when the device was at eri and when compared to the replacement device, so the physician questioned if this was due to normal eri behavior for the device. The device was explanted and replaced. No patient complications have been reported as a result of this event. It was reported that the right ventricular lead had varying r wave sensing. The lead remains in use. No patient complications have been reported as a result of this event. (B)(6) 2011 it was also reported that the device battery voltage was at elective replacement indicator (eri). It was noted that the r waves measured by the device had decreased when the device was at eri and when compared to the replacement device, so the physician questioned if this was due to normal eri behavior for the device. The device was explanted and replaced.